Event description:
It was reported that following the implant of a promus premier stent the patient has trouble sleeping through the night. The patient is unsure of the cause but has been waking up three to four times a night. The patient also had a pacemaker implanted.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).